Event description:
The product was used during a colon procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.